Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob was requested but not provided, however, the reported event occurred in the pediatric department, therefore it is presumed that the patient was a pediatric patient.

Event description:
It was reported that there was residual left in the bd syringe 20ml after the infusion of an unknown medication was completed on the pediatric department.

Manufacturer narrative:
Concomitant medical products: ICU medical 60" smallbore extension set w/clamp.

Event description:
It was reported from the pediatric department that the device was programmed to infuse ceftriazone 510mg/sodium chloride 12.75ml at a rate of 76.5ml/hour for a duration of 10 minutes while using a bd syringe 20ml. When the infusion was completed, it was noted that there was 7ml of medication remaining in the syringe. The customer further stated that there was no harm caused to the pediatric patient, however, it did impact the cost and billing of the infusion that resulted in a charge difference of $350.00 as it took 26 minutes for the entire amount of the medication to infuse instead of the expected 10 minutes.